Event description:
The customer reported that during a cesarean section, a burn occurred to the baby. During the procedure, the surgeon laid the pencil down on the pt, and the baby was laid on top of the pencil. The pencil activated and the baby rec'd a 3rd degree burn above the eyebrow. The site indicated the burn was discovered in pacu after the procedure.

Manufacturer narrative:
(B)(4). The return of the incident pencil has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have been asked. If the sample is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. The customer reported the concomitant force1c20 generator had been tested at the site and found to function within specification.